Manufacturer narrative:
Medical and technical reviews of the rescue data downloaded from the AED determined the AED had categorized the patient's vf rhythm as nonshockable due to high amplitude noise at the beginning of the first rhythm analysis period. No additional rhythm analyses were performed with the AED because the paramedics arrived on the scene and attached their defibrillator before a second analysis period could be performed. The AED was received at cardiac science and evaluated. The AED operated as designed and the reported problem could not be reproduced. No problems with the AED were found. The AED was serviced and returned to the customer.

Event description:
The fire fighter crew was the first on the scene of a cardiac arrest and attached their cardiac science AED to the patient. The AED analyzed the patient's rhythm and determined no shock was required. The paramedics arrived on the scene at approximately the same time as when CPR was started. The paramedics attached their pads to the patient and using their equipment immediately determined the patient was in vf and shocked the patient. The customer is questioning why the cardiac science AED did not advise a shock. Patient outcome is unknown.

Manufacturer narrative:
The customer downloaded the rescue data file from the AED and sent the file and additional information about the rescue to cardiac science. The data is currently being reviewed.

Event description:
The fire fighter crew was the first on the scene of a cardiac arrest and attached their cardiac science AED to the patient. The AED analyzed the patient's rhythm and determined no shock was required. The paramedics arrived on the scene at approximately the same time as when CPR was started. The paramedics attached their pads to the patient and using their equipment immediately determined the patient was in vf and shocked the patient. The customer is questioning why the cardiac science AED did not advise a shock. Patient outcome is unknown.